Event description:
It was reported by the customer the device was used in a breast biopsy. It was reported the stainless steel tip as well as the micromark clip deployed into the breast. The stainless steel tip remains in the pt at this time. The pt was diagnosed with breast cancer, and the piece will be removed with the surgery. The pt was not notified tip broke off. The pt has allergies for plastic and adhesives, but none known for metals. The rep was notified to pick up the device.